Manufacturer narrative:
A saber percutaneous transluminal angioplasty (pta) 5mm 6cm 155 balloon catheter was delivered to the lesion and inflated; however it ruptured at 5 atm (five atmospheres) during its second dilation. Leakage of media was observed. Therefore, the balloon was changed to another balloon. It is unknown what brand and size balloon was used. The procedure finished successfully. There was no report of patient injury. The patient¿s information was unknown. The target lesion was the popliteal artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure during inflation was. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17315416 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The initial reporter¿s phone number is: (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber percutaneous transluminal angioplasty (pta) 5mm 6cm 155 was delivered to the lesion and inflated however it ruptured at 5 atmospheres (atm) during its second dilation. Leakage of media was observed. Therefore, the balloon was changed to another balloon, it is unknown what brand and size balloon was used. The procedure finished successfully. There was no report of patient injury. The device is not available for analysis. The patient's information was unknown. The target lesion was the popliteal artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure during inflation was. The balloon catheter was removed easily and intact (in one piece) from the patient.